Event description:
Patient transported from or to open heart unit v-paced. On arrival to unit pacer failed to capture and patient went asystole. No warning of low battery or any signs from the box that there was an issue. Pt was dependant for pacing needs. Battery changed in pacer box and reattached to patient. It briefly began to pace before failing to capture again. Patient connected to new pacer box and began pacing appropriately.manufacturer response for medtronic 5348 temporary external pacer, medtronic (per site reporter).====================== they will do a diagnostic and will give us the results of their findings.